Manufacturer narrative:
This report is being supplemented to correct the aware date to march 21,2023. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to correct information previously provided. During inspection, olympus found the nozzle was clogged with an unknown foreign material. There was corrosion inside the control unit and plug unit. An error b30 was displayed on screen when the connector was plugged into a cv imaging system. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The defect described by the customer was probably caused by water invasion that entered the endoscope. This report was submitted because foreign material clogged the nozzle even when the correct reprocess was performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a disappearance of the image during a diagnostic colonoscopy. The picture disappeared and immediately returned. The following errors e226 and e237 were displayed on the monitor. The failure occurred during the procedure, at the beginning, causing a 15 minute delay. There was no anesthesia or sedation provided. The procedure was completed using a similar device. There was no patient or user harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer regarding reprocessing methods. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility: there was no malfunction of reprocessing accessories. There was no delay of precleaning. There was no delay of manual cleaning. The air/water flush and detergent flush were done. Brushing/wiping of the distal end was done. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely water invaded scope connector during user handling. It caused abnormality in electronic components and no image, display of error message e226 and e237 temporarily occurred, leading to delay of procedure. However, a definitive root cause could not be determined. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and reprocessing was performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image¿. ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ ¿-inspection of the air-feeding function -inspection of the objective lens cleaning function¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon follow-up with the customer, a nurse at the user facility stated that there was an issue with the device at the beginning of a diagnostic colonoscopy procedure, so another same model endoscope was used to complete the procedure with an approximate 15-minute delay. The patient had not yet been anesthetized or sedated at the time of the delay. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The evis exera iii colonovideoscope was received at an olympus service center for evaluation with no specified complaint from the end user. There was no patient or user injury reported. Upon inspection, foreign material was observed on the device. This report is being submitted for the malfunction found during the device evaluation.